Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a prostate artery embolization (pae) procedure, the catheter tip detached within the patient. The physician acquired transradial retrograde arterial access and had successfully acquired access to the targeted prostate artery. During guidewire removal attempt the catheter tip detached. The physician used a vascular snare device to successfully retrieve the foreign body from the patient.